Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Electro-cautery damage was noted on the insulation in a few places. Bodily fluid was noted to be in the lumen. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Laboratory testing was unable to reproduce the reported clinical observations. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that there was an invasive left ventricular (lv) lead revision procedure performed due to congestive heart failure symptoms. Prior to the procedure, this lv lead had been programmed off due to dislodgement and loss of capture. During the procedure another manufacturer's lv lead was attempted, but unsuccessful. There was no capture with the chronic lv lead. The lead was explanted. A future procedure will be scheduled to implant an epicardial lv lead. The device remains in service. No adverse patient effects were reported.

Event description:
Additional information was received indicating that an invasive procedure was performed to place an epicardial lead for this patient. No adverse patient effects were reported.